Manufacturer narrative:
The returned product was not analyzed as the event of lead migration cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's leads were explanted and replaced with new ones. In addition, the patient's system has been reprogrammed and the patient reported receiving effective stimulation therapy coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number.it was reported the patient is not receiving effective stimulation therapy from her scs system. X-rays were taken, which showed that one of the patient's scs leads has migrated. Surgical intervention is planned for a later date to address the issue.